Manufacturer narrative:
(B)(4) (suture line tangled). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-05561 for the associated device report. It was reported to boston scientific corp that a rapid exchange biliary stent system was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2009 (over 18 year old female). According to the complainant, during the procedure the first flexima biliary stent system was unable to be deployed as the guide catheter became stretched when the guide catheter was retracted for stent deployment. Upon removal of the device from the pt, it was noted the suture string became twisted and tightened on the guide catheter not allowing the stent to be deployed. A second flexima biliary stent system was able to be deployed; however, resistance was met during the deployment attempt. The resistance was not associated with any other device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.